Manufacturer narrative:
(B)(4) has been identified as duplicate of (B)(4) and has been processed accordingly. Please refer to (B)(4) (with received mdn: 79fe2319-76b8-11ee-82a0-000032a67e78@hpp) for the full investigation of this issue.

Event description:
It was reported to philips that the defibrillators need new power supply boards as it's out of service due to failure in power supply. Patient involvement information is currently unknown, but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Parent pr#(B)(4) has been identified as duplicate of pr# (B)(4) and has been processed accordingly. Please refer to pr# (B)(4) (with received mdn: 7e719866-722d-11ee-856b-000032a67e76@hpp) for the full investigation of this issue.

Event description:
It was reported to philips that the defibrillators need new power supply boards as it's out of service due to failure in power supply. Parent pr#(B)(4) has been identified as a duplicate of pr#(B)(4) and has been processed accordingly. Please refer to pr#(B)(4) for the full investigation of this issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the defibrillators need new power supply boards as it's out of service due to failure in power supply. Patient involvement information is currently unknown, but no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.